Event description:
The rptr did meter to lab comparison tests, an hour apart. The rptr's meter reading was 5 mg/dl, and the lab test result was 174 mg/dl. The rptr did not have any symptoms. On followup, the rptr confirmed the testes reported. The reporter stated that rptr has changed the batteries and will do a control test when the rptr receives the control solution. No harm was alleged.